Manufacturer narrative:
Investigation was completed and: on 12/20/2023, 3dimensions serial number (B)(6), a customer reported to hologic that there was uncommanded c-arm movement. The c-arm allegedly moved to a lower position while the staff was outside. The system displayed a pmc 38:54 ¿stuck switch fault ¿ right foot switch disabled¿ error. There were no health consequences due to the occurrence. The system was able to be used after power-cycling the gantry. The field service engineer (fse) replaced both footswitches (left and right). The 3dimensions then performed normally after the troubleshooting according to the fse. Investigation methods and findings: the replaced part was scrapped on site, so no initial evaluation could be performed. Since the footswitch was scrapped, the investigation is limited. Footswitches were requested from the field for comparable sample collection; however, no samples were received that caused uncommanded motion. Further investigation into root cause is not possible at this time. The probable cause is that the footswitch malfunctioned since the unintended behavior was resolved through replacing the footswitch. The root cause is unknown due to the unreturned part. Based on this investigation, the probable cause is that the footswitch malfunctioned, and the root cause is unknown due to the unreturned part. The risk index remains in zone 1 with a ri of 1. This is considered acceptable risk a CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence rate. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4), date of manufacture: 12/30/2019, installation date: (B)(6) 2020, closest pm to complaint date: 11/2/2023; complaint date: 12/20/2023; date of part manufacture: unknown ¿ part was not received for investigation. There is no record of previously replaced footswitches on this system, so the DHR was reviewed. Both footswitches (and all four pedals on each) were tested and worked during manufacturing.

Manufacturer narrative:
Device identifier: (B)(4).

Event description:
It was reported that on (B)(6), 2023 the c-arm was found in a low position while the staff were outside, as if it moved down on its own. The field engineer examined the equipment and found that the footswitch was stuck, the field engineer replaced the footswitch, and the device was tested and performed as expected. The device is working as the manufacturer´s specifications.